Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient had their system explanted on an unknown date. The infection was cleared post-operatively.

Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.